Event description:
Reference number (B)(4). Event occurred in the united arab emirates it was reported that patient faced infusion set cannula kinked event on (B)(6) 2026. The event occurred within greater than 4 after insertion. The insertion site was abdomen. The infusion set was in use for one day. The blood glucose level was high (specific value unknown) and the patient was treated with intravenous infusion. The blood glucose level was 400 mg/dl and the patient was hospitalized for 3 days due to positive ketones. It was reported that the patient faced a bent cannula which led to high blood glucose level. The did not resolve therefore, on (B)(6) 2026, the patient was admitted to the hospital due to high blood glucose level. The patient's highest blood glucose level was 400 mg/dl and ketone level was +4. Patient mentioned having symptoms like altered vision. Confusion and vomitting. During hospitalization, the patient received insulin intravenously as corrective treatment which resolved the issue. At the time of this report, the patient was released from the hospital after three days of hospitalization in stable condition with no reported complications. No further information available.